Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed a power event at 1:55 am, approximately and hour later a rewind, load, and a prime of 1.84 units was performed followed by a 1 unit fill cannula. During testing the pump was exercised for 24 hours without issues.

Event description:
It was reported that the prime history shows a prime of 1.8 units and a fill cannula of 1.0 units on (B)(6) 2012 at 2:58am and 2.59am. The reporter indicated that the patient did not deliver these. There was no adverse event related to this complaint. This report is being made based on the allegation that the pump performed a prime and fill cannula on its own.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.